Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized for diabetic ketoacidosis while using the infusion device. The nurse states the event was caused by incorrect handling of the infusion device by the patient and the parents. The patient was treated with insulin via infusion at the hospital. The blood glucose results at the hospital were not provided. It is unknown how long the patient was in the hospital. No further information was provided. The infusion device is not expected to be returned for product evaluation.